Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. Instructions for use for this device states: "the safeset in-line reservoir should fill the minimal assistance if the catheter is not occluded. If the sys fills with difficulty, check the catheter for possible occlusions or restrictions. Fill the reservoir at a rate no faster than 1cc per second to avoid occlusion of catheter." It also states: "return the fluid contained in the safeset in-line reservoir to the pt by pressing the plunger down slowly. Return the reservoir volume to the pt at a rate of 1 cc per second, until the plunger reaches it locked position."

Event description:
The customer contact reported an adverse event while the device was in use. In 2007, an unspecified catheter was established in the arm of the pt and a safeset monitoring kit was attached to the catheter. The customer contact reported the nurses were using the safeset monitoring kit for blood sampling every 30 mins to 60 mins. Eight days later, at an unspecified time, the nurse noted a gray and dusty area on the pt arm that was approx 2 inches to 3 inches in length that originated at the tip of the catheter. The catheter and safeset monitoring kit were discontinued. A new catheter was established in the pt's other arm and replacement safeset monitoring kit was attached to the catheter. The next day, the customer contact reported that the discolored area on the arm has improved and the skin "looks better." There was no reported adverse pt sequelae. The customer reported that the technique for withdrawing blood from the blood sampling ports and reinfusing the pt's blood from the reservoir may have been too rapid. Though requested, no add'l info was provided.